Event description:
During use of the mynx control vascular closure device (vcd), the balloon was not deflated; button 1 was pressed partially but button 2 was not pressed. There was no patient injury. The vcd is available for analysis.

Manufacturer narrative:
Additional information to include phone number: (B)(6). Device history record (DHR) review was conducted, and the product met quality requirements for product acceptance. This device was received for analysis, but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
During use of the mynx control vascular closure device (vcd), the balloon was not deflated; button 1 was pressed partially but button 2 was not pressed. There was no patient injury. Manual compression for twenty minutes was used to achieve hemostasis. The vcd balloon was prepped with 50/50 contrast. The vcd is available for analysis. The product was returned for analysis. A non-sterile mynx control vascular closure device 5f involved in the reported complaint was returned for investigation. Per visual analysis, button 1 was almost fully depressed, and button 2 was depressed approximately 1/3 of its total travel with the stopcock open. The syringe was not connected to the device. The sealant and procedure sheath were not returned. It was noted that the balloon of the returned device was fully deflated, and there was crystallized residual fluid observed in the inflation tubing of the returned device as received. Per functional analysis, inflation/deflation testing was performed on the balloon of the returned device, and significant resistance was felt. Multiple attempts to inflate the balloon were made, and the inflation indicator was extended, but the balloon was still unable to inflate due to the device lumen clog. All attempts to inflate the balloon were exhausted. The balloon¿s functionality could not be verified. The buttons were reset to the factory setting. Simulated deployment test was performed on the returned device per the mynx control instructions for use (IFU). Button 1 was able to be depressed fully. No issues were noted with respect to button 1 deployment during the device failure investigation. Button 2 was also depressed, and the balloon was completely withdrawn into the tamp tube. The buttons performed as intended per the mynx control IFU. Per microscopic analysis, visual inspection at high magnification showed crystallized residual fluid in the inflation tubing of the returned device, which may have caused the device lumen clog and caused the balloon to not inflate during the device failure investigation. Per microscopic analysis, visual inspection at high magnification of the catheter hub/plunger showed a gap between the proximal end of the polyimide shaft and distal end of the plunger, which by design to allow fluid/air to travel from syringe to balloon. No anomalies were observed. A product history record (phr) review of lot f2125201 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿deflation difficulty¿, ¿mynx control button 1 frozen/locked¿, and ¿mynx control button 2 frozen/locked¿ were not confirmed during analysis of the returned device. The exact cause of the reportable events could not be conclusively determined. The balloon¿s functionality could not be verified due to the clogged lumen. Multiple attempts to clear the device lumen and to inflate the balloon were exhausted. However, visual inspection results showed evidence of crystallized residual fluid in the inflation tubing of the returned device as received. It should be noted that viscous contrast solution might cause the difficulty to inflate/deflate balloon and/or delay the balloon¿s inflation/deflation time. Button 1 frozen locked and button 2 frozen locked preformed as intended per the IFU. According to the instructions for use (IFU), which is not intended as a mitigation of risk, ¿remove device components from packaging. Prepare balloon. Fill locking syringe with 2 to 3 ml of sterile saline, attach to stopcock and draw vacuum. Check luer connector and tighten if necessary. Inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate. Deflate the balloon and leave syringe at neutral. Do not lock¿. Neither the phr review nor the product analysis suggests that the reported events could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.